Manufacturer narrative:
We have received the device for evaluation. The endbell connector was found to be clean without any signs of wear. When the run button was engaged, the resector rotated as expected. When the window lock button was engaged, it did not work properly. Once the motor was removed from the unit, a detergent like smell and corrosion was noted on the motor. The main signal was tested and was found to be within specification. When the window lock button was engaged, it still stuttered and struggled to rotate the resector properly. However, when the motor was allowed to dry overnight, the readings were normal on both fixtures and pcb, however the window lock feature was still functioning intermittently. The root cause was determined to be the pcb board and motor functioning improperly due to water exposure. The seal likely failed due to wear from repeated cleaning, use and sterilization leading to water ingress into the inner components. We currently have a corrective and preventive action (CAPA) open to address this issue. There was no injury to the patient. The issue was detected during pre-use check.

Event description:
During pre-use check, the blade rotated intermittently and rotated on its own without pressing the run or the lock button.